Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified arteriovenous fistula. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.